Event description:
An 18 gauge needle dislodged from the hub while withdrawing the needle from a vial, no injury occured. The needle used was a bd precisionglide, 18g x 1 1/2 (1.2mm x 40mm), ref: 305196, lot: 0051422, exp: 2025-03-31. Becton dickinson and company, (B)(4). FDA safety report ID# (B)(4).